Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a loss of power due to an accidental discharge of both battery sources. The controller also exhibited a controller fault due to internal battery depletion. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Visual inspection of the controller revealed contamination within both power ports and pump connector. The observed contamination is an additional finding, not related to the reported event. During the functional testing, revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed one (1) controller power-up and associated pump start event logged on (B)(6) 2025 at 12:04:36, indicating a loss of power to the controller. The power sources logged prior to the event were (B)(6) on power source one (1) with 23% relative state of charge (rsoc)and (B)(6) on power source two (2) with 24% relative state of charge (rsoc). The power sources logged following the event were (B)(6) on power source one (1) and (B)(6) on power source two (2). The controller was off for approximately 18 seconds. Furthermore, log file analysis revealed one (1) controller fault alarm logged on (B)(6) 2025 at 12:48:07 as well as multiple event exceptions logged on (B)(6) 2025, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two (2) years. A vad disconnect alarm was logged at 15:35:59 on (B)(6) 2025 due to a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. As a result, the reported events were confirmed. The most likely root cause of the observed contamination can be attributed to the handling of the device. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.